Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/30/2017. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed that one haptic was missing and there was a scratch on the anterior side. The condition of the return sample did not suggest that the damage was introduced during manufacturing. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, an exact date of when the issue occurred was not provided (2017). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (model zxr00, +26.5 diopter) was implanted in india in the left eye of a male patient on (B)(6) 2017. Reportedly, the patient was flying on an airplane, bumped his head and the lens became dislodged. The lens was explanted in the USA and a replaced with a non-amo lens (+24.5 diopter) without issue. No incision enlargement, no suture was used and no vitrectomy was performed. The patient was reported doing well after surgery. No further information was provided.